Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after faradrive was inserted into patient and when dilator was removed aspiration of the sheath showed continuous air bubbles in the clear shaft of the sheath. The procedure was completed successfully by using a different faradrive sheath. No fluid leak or air in patient seen. No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after faradrive was inserted into patient and when dilator was removed aspiration of the sheath showed continuous air bubbles in the clear shaft of the sheath. The procedure was completed successfully by using a different faradrive sheath. No fluid leak or air in patient seen. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state.